Event description:
Same case as MDR #2134265-2012-04797. It was reported that during a stenting treatment procedure, stent and catheter tip damage occurred. The target lesion was located in a calcified artery. A 3.50 x 12 mm liberte bare stent delivery system (sds) and a 3.00 x 12mm liberte bare (sds) were each introduced but could not be advanced due to the calcification. The stent was cut and tip damage occurred for each sds. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR#2134265-2012-04797. It was reported that during a stenting treatment procedure, stent and catheter tip damage occurred. The target lesion was located in a calcified artery. A 3.50 x 12 mm liberte bare stent delivery system (sds) and a 3.00 x 12mm liberte bare (sds) were each introduced but could not be advanced due to the calcification. The stent was cut and tip damage occurred for each sds. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an inspection of the returned device revealed the liberte-veriflex device was received with a partially loaded product mandrel and the stent protector which is placed in final packaging, indicating they were removed and replaced some time after unpackaging. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was a bent stent strut in the first proximal row. There was a shaft kink 25cm from the distal tip. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and shaft kink. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).